Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are trying to turn their stimulation back on, but the handset is freezing on the communicating with device screen. Patient stated that they turn on their therapy every morning, but today they are unable to do so. Patient said they tried restarting the handset, but that didn't resolve the issue. Agent guided patient through hard resetting the communicator. Patient reported that the communicator had a flashing yellow light and that they were just charging it. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.